Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure as the rails of drawer 1.1 were damaged in the auxiliary cabinet. A field service engineer replaced the drawer; however, the new drawer also presented problems due to the improper installation of the metal divider, which prevented drawer 1.2 from closing. Additionally, the retractor band on drawer 1.1 was broken. Both issues were addressed and resolved. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed on the station and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care and confirmed no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure as the rails of drawer 1.1 were damaged in the auxiliary cabinet. A field service engineer replaced the drawer; however, the new drawer also presented problems due to the improper installation of the metal divider, which prevented drawer 1.2 from closing. Additionally, the retractor band on drawer 1.1 was broken. Both issues were addressed and resolved. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed on the station and prevented the user from accessing medications for a patient. This incident resulted in a delay to patient care and confirmed no patient harm. However, there were no adverse events or injuries reported based on this event.